Event description:
The left ventricular (lv) lead was attempted, not implanted. The patient only had one vein accessible and it exhibited diaphragmatic stimulation in all vectors at low output. A different lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.